Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device "delivered an incorrect dose during medication bolus". Devices were recently taken out of service for a failed preventative maintenance. Failed rate accuracy test and patient side occlusion test. Bd received additional information through due diligence attempts. It was reported a routine order of zosyn (3.375g/100ml) was programmed to infuse at 25ml/hr. Over four (4) hours manually using guardrails. It was alleged however the infusion completed in 1 hour and 57 minutes instead. There was patient involvement however no patient harm.

Event description:
It was reported the device "delivered an incorrect dose during medication bolus". Devices were recently taken out of service for a failed preventative maintenance. Failed rate accuracy test and patient side occlusion test. Bd received additional information through due diligence attempts. It was reported a routine order of zosyn (3.375g/100ml) was programmed to infuse at 25ml/hr. Over four (4) hours manually using guardrails. It was alleged however the infusion completed in 1 hour and 57 minutes instead. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of zosyn was not confirmed through review of the device logs; however, over infusion was replicated during device inspection and testing. Inspection of the suspect pump module found the upper left bezel post to be separated and all three (3) of the right bezel posts to be broken and separated completely. Unregulated flow was observed during testing. It was noted that the bezel assembly date code was noted as 0114 (january 2014) and is recall affected for fr-110 plastic. Bd released recall notification mms-21-4100 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having a potential to separate at the bezel posts. The separation of one or more posts may result in free flow, over infusion, under infusion and interruption of infusion. The infusion for the drug ¿piperacillin/tazo¿ was programmed at a concentration of 3.38 g / 100 ml and started on 10feb2025 at 12:36 pm. The dose was 3.38 g, the rate was 25 ml/hr and the volume to be infused (vtbi) was 100 ml. An air-in-line alarm was observed on 11feb2025 at 12:46 am, lasting a total of 5 minutes and 24 seconds. The system was powered off at 12:57 am. The total volume infused was calculated at 48.711 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: model 8100 pump module s/n (B)(6) (suspect). Please replace the mechanism assembly as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Four (4) of the bezel boss posts were observed to be separated. Model 8015 pcu s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the reported over infusion of zosyn was not confirmed through review of the device logs; however, over infusion was replicated during device inspection and testing. The root cause for the over infusion is being attributed to broken/separated bezel boss posts. Note that this report lists imdrf annex a1801, a040502, g04067, g04037, g04058, g02017, c0601, d15, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.